Event description:
Continuous renal replacement therapy (crrt) disposable auto effluent line leaking fluid where it connects to the effluent bag when running on auto mode. Changed to using 5l effluent bags and there were no leaks. Lot # 23f2101. Manufacturer response for disposable effluent line and bag, (brand not provided) (per site reporter). This is the 4th event since january with the effluent bag/tubing kit.